Event description:
Hospital reports, doctor was performing a lap chole; he inserted trocar into pt with gas hooked up and could not get adequate pressure in the abdomen. Doctor noticed retained seal came loose from the trap door mechanism of the automatic valve. Doctor changed to a new trocar and completed procedure. He performed an x-ray to locate seal and re-introduced lap instruments to retrieve it. Retrieval added 1 hour to the procedure. Pt condition post-op was good.